Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that drive support cap is flush. The customer¿s blood glucose level was unknown. Customer mentioned crack on pump during compromised force sensor system. The customer was assisted with troubleshooting. Customer stated crack near reservoir compartment. Customer reports damage to the drive support cap and it was flush. The insulin pump will be returned for analysis.